Event description:
Boston scientific received information that the patient with this pacemaker underwent a procedure. During the procedure the patient's rate was driven up to the maximum sensor rate of 175 paces per minute. The patient became hypotensive and nonresponsive. The patient was intubated and received chest compressions and eventually was externally shocked due to suspected ventricular tachycardia (vt). A magnet was place over the device temporarily until the device was programmed to ddd with resolution of the clinical observation. The patient was discharged later that day. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.